Event description:
During a clinic follow-up, episodes of far-field r wave oversensing, automatic mode switch (ams), and low sensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.